Event description:
The patient's spouse reported that about four v-gos out of the same box had problems with either the start button would not depress or it would go in but would not stay in. Patient spouse said she has two of those v-gos.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the 3 v-go complaints for the needle button released could not be determined as the complaint could not be confirmed.